Event description:
Patient was retrained with 4-point soft restraints due to self inflicted right eye injury prior to hospitalization. After doctor told paient that patient was going to be discharged back to psychiatric hospital, patient was upset. Patient broke out of left wrist restraint, flipped over onto stomach and used left hand to re-self inflict eye injury. Patient returned to surgery.